Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors instrument developed a broken conductor wire, and had red marks. Reportedly the procedure was being completed as planned. There was no additional information provided.